Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2013 with the following findings:a visual inspection of the pump revealed that the keypad cover was torn from the up arrow to the down arrow button; exposing the button contacts. During testing, all the keypad buttons were intermittently unresponsive and required multiple presses with increased force to elicit a response. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a dime and discolored display screen. A test screen was installed and displayed normally. Additionally, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.